Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose level (bg) was elevated, however, a bg value was not provided. Contact administered a manual injection to address the elevated bg. Reportedly, customer reverted to an alternate pump for insulin therapy.